Manufacturer narrative:
On (B)(6) 2016, an fse was dispatched to the customer site to address the reported event. The fse there was a broken z bump that was intermittent. The se replaced the pib board and adjust the z bump bracket so it will not spin to break the pib board and ran with all good results. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a broken pib board. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported intermittent a-axis error with the aia-2000 analyzer. The customer reports z-axis will not home on main arm. The customer is unable to run bhcg, lhii and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, lhii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.